Manufacturer narrative:
(B)(4).

Event description:
It was reported a review of ventricular tachycardia episodes indicated inappropriate auto mode switching episodes due to far r-wave oversensing. The morphology auto update was turned off. The patient condition is stable.